Event description:
The complainant stated he had sinus surgery on 12/26/95. He was released the folowing day and given a vaporizer, as part of his therapy, by the hosp. He stated he used it according to MFR's instructions. There were no controls on the unit, which was activated when plugged into an outlet. He stated on the night of the incident, he filled the vaporizer with water; up to 2 quarts and plugged the unit it. After the unit had been on for approximately five to six hours, the complainant was awakened by a flash of bright light, loud popping sound, and a burning odor. He found the vaporizer was "off." He immediately unplugged the unit; then plugged it back into the outlet to see if it would activate, but it would not. He stated it shut off because he believes the motor burned out. He contacted the MFR and explained what had happened. The MFR's response was that it would take several weeks for them to get the unit back and tested, and they were not certain if they could send him a replacement. He contacted the hosp and informed them of the defect in the vaporizer. He stated he was advised to bring the unit back for a replacement. He stated a member of the nursing staff stated this type of problem had never occurred with the model involved. He stated he picked up a like model and took it home. On 1/24/95, prior to going to bed, he poured the recommended two quarts of water into the unit, and plugged it into an outlet. After fifteen minutes or less, he smelled a burning odor, saw sparks coming from the vaporizer's motor, and found the unit to be "off." The complainant stated water was inside both vaporizers, during both incidents. The complainant stated the vaporizers shorted out. He stated the ul listings are unknown, since both models were returned to the hosp. Add'l event date: 1/24/96. (*)